Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. There was no report of pt involvement. The unit was evaluated locally and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site. We consider this a malfunction of the power pca.

Event description:
The customer reported that the unit failed to power up. There was no report of pt involvement.